Event description:
Per court document received, patient underwent arthroscopic shoulder surgery in 2005 and wore a stryker painpump for post operative pain. The patient underwent a second procedure in 2006. The surgeon reported that the patient has chondrolysis.

Manufacturer narrative:
The device was not returned for evaluation.